Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during caesarian sections procedure, the device thread/loop broke at the weld after first bite. Three to four strand had come undone or loose at the welded loop when taking the first bite of tissue at the apex of the dermis during the closure of the wound. They had to remove the item and open another unit. There was no patient injury.